Manufacturer narrative:
The investigation into the reported aic purge ¿ disc / flag issue has been completed since the original report was filed. Console (B)(6) was tested after arriving in fs. The purge disc retainer was confirmed to be broken (broken blue disc retainer ). Console logs were not relevant to this investigation. Correction : section h6 : the medical device problem code was submitted incorrect, inadvertently in the initial report which has been corrected to this report.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) the purge clip was broken. There was no patient use noted and no harm or injury possible. The aic was removed from use and returned for evaluation.